Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that at the time of mesh implantation the patient underwent the concurrent procedures of laparoscopy and lysis of adhesions. It was reported that the patient underwent mesh removal on (B)(6) 2012.

Manufacturer narrative:
Date sent to FDA: 04/19/2017. (B)(4). It was reported that following insertion the patient experienced urinary problems and discomfort.

Manufacturer narrative:
It was reported that patient had mesh removal in (B)(6) 2012.